Manufacturer narrative:
It was reported that the tip of the syringe "snaps off" when attaching it to an elastomeric pump. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue was confirmed. No physical sample was returned for evaluation. The reported syringe is not validated for use or attachment to an elastomeric pump and the root cause for the reported problem/issue was determined to be use error. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the syringe "snaps off" when attaching it to an elastomeric pump.